Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (# (B)(4)) on (B)(6) 2022. The current complaint database has been researched for this event and there were no findings. The report was found to be written against the 60-6085-202a, stating ¿during robotic total hysterectomy, a vcare (large) device was noted to be deflated and the uterus was punctured through. It is unknown whether the balloon was punctured or deflated on its own.¿ further assessment found that the item was discarded so it will not be returned, no additional assessment responses were provided by the reporter to date. This report is being raised on the basis of injury due to the uterus being punctured through.

Event description:
This complaint was created due to the receipt of a medwatch report (# (B)(4)) on (B)(6) 2022. The current complaint database has been researched for this event and there were no findings. The report was found to be written against the 60-6085-202a, stating "during robotic total hysterectomy, a vcare (large) device was noted to be deflated and the uterus was punctured through. It is unknown whether the balloon was punctured or deflated on its own." Further assessment found that the item was discarded so it will not be returned, no additional assessment responses were provided by the reporter to date. Additional assessment was obtained on 8aug2022 stating that the device continued to be used after the balloon deflated and the user used the device to remove the uterus. This report is being raised on the basis of injury due to the uterus being punctured through.

Manufacturer narrative:
Additional narrative b5: additional assessment was obtained on 8aug2022 stating that the device continued to be used after the balloon deflated and the user used the device to remove the uterus. The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 25 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised to remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (# (B)(4) on 24june2022. The current complaint database has been researched for this event and there were no findings. The report was found to be written against the 60-6085-202a, stating ¿during robotic total hysterectomy, a vcare (large) device was noted to be deflated and the uterus was punctured through. It is unknown whether the balloon was punctured or deflated on its own.¿ further assessment found that the item was discarded so it will not be returned, no additional assessment responses were provided by the reporter to date. This report is being raised on the basis of injury due to the uterus being punctured through.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. This issue will continue to be monitored through the complaint system to assure patient safety.